Manufacturer narrative:
Additional information received indicates that the patient's driveline and wound infection continued to progress. On (B)(6) 2016, the patient's blood cultures were noted to be positive for staphylococcus aureus and he was continued on intravenous (IV) cefazolin and started on IV cefapime. The patient was later discharged home on (B)(6) 2016. Blood cultures taken on (B)(6) 2016 were negative for growth. However they again became positive with the same organism a week later. His cefazolin was discontinued on (B)(6) 2016 and he was started on IV vancomycin. Blood cultures drawn on (B)(6) 2016 continued to be positive for staphylococcus aureus. His peripherally inserted central catheter was changed out for another on (B)(6) 2016 and the patient remained on IV vancomycin. The site further reported that the patient underwent a cardiac transplantation on (B)(6) 2017 and that there was no pump issue. No further information is available. Updated labeling: the system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Bleeding, infection, sepsis and tissue erosion are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines and the prevention of infections). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs and against infection with recommended driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Unchecked "product problem". Updated final: (B)(4) was returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of log files was not performed since log files were not available for analysis. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Independent pathology report did not reveal evidence of thrombus within the pump. Based on the investigation conducted, there is no evidence of a device malfunction that could have prevented the pump from performing as intended. Clinical factors that may have contributed are multifactorial and may be attributed to the patient's recent infection, medical treatment, progression of disease, and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. There are no allegation of a device malfunction or issues related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and driveline infection are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors for driveline infection and tissue erosion also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Clinical factors that may have contributed to the reported event include the patient's recent history of trauma to the driveline during the implant procedure and anticoagulation therapy. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical study database that during clinic visit the patient complained of an open abscess with purulent drainage that resulted from trauma during driveline insertion. The medical staff inserted a sterile q-tip and noted that the "wound tracked to what felt like his sternum". The wound site was erythematous, tender, and foul smelling. At clinic the wound was opened, drained, and packed and the patient was sent home. The following day he reported to an outside hospital after experiencing clots and some bleeding from the driveline exit site. The patient already had a wound vac placed from the previous driveline infection. The wound vac was removed and replaced with a wet to dry dressing. The patient was then transferred to the implanting facility where the wound was still noted to be oozing blood upon arrival. A CT abdomen scan revealed "interval unroofing of fluid collection along the drive lead within the anterior abdominal wall with overlying packing material". The patient was transfused a total of 4 units of packed blood cells after hemoglobin and hematocrit levels were noted to be decreasing. Silver nitrate was applied to the proximal wound to stop the bleeding. The reported event had resolved by (B)(6) 2016, but the patient was not discharged home until (b)() 2016 after h&h levels were determined to be under control. No further information was provided.

Manufacturer narrative:
Addl info received: it was reported by the clinical study database that the patient came to a clinic visit on (B)(6) 2016 and was afebrile; denies nausea, vomiting, chills, shortness of breath or diarrhea. He had pin-sized pustule at the inferior portion of old sternotomy site without erythema, drainage, or tenderness. No treatment given; continued on home IV cefazolin for abdominal driveline infection. Since that time, the site has increased in size and on (B)(6) 2016, it opened and started draining foul purulent drainage; he came to clinic afebrile, no nausea or vomiting, shills or shortness of breath (sob); patient had approximately 3/4 centimeter open abscess at inferior portion of old sternotomy site that was draining purulent discharge; upon insertion of a sterile q-tip, the wound tracked to what felt like his sternum; site was erythematous, tender and foul smelling; evaluation was done with doctor who recommended that we open the wound, allow it to drain , I&d, and pack it with hydrofera blue; wound culture that day showed staph aureus; continued on cefazolin IV at home. Patient was admitted to hospital on (B)(6) 2016 for bleeding of driveline wound; wbc 4.8; temp 36.4 c; CT of abdomen and chest showed interval unroofing of the previously seen fluid collection along the drive lead within the anterior abdominal wall with overlying packing material. No well-circumscribed fluid collection along the buried portion of the drive lead; air pockets level and sq tissue above the sternum down to sternal wire; continued on IV cefazolin; wound care noted minimum sanguineous drainage from site; yellow necrosis evident at superficial aspect of wound, unable to completely visualize wound base due to depth. Sternum is probeable in base. Peri-wound is intact with localized erythema; npwt applied; IV antibiotics continued. On (B)(6) 2016, patient was taken to the operating room (or) for sternal wound debridement, sternal wire removal, and wound vac placement; or wound cultures grew staph aureus; no change in IV antibiotics. Another chest CT done on (B)(6) 2016 showed decreasing fluid and soft tissue inflammation anterior to the sternum at the inferior margin of the sternum. Cv states on (B)(6) 2016 that CT concerning for deep sternal/mediastinum infection. Pet scan done on (B)(6) 2016 showed findings are concerning for an infection involving the outflow cannula deep to the sternum, the outflow cannula as it connects to the left ventricular assist device, the inferomedial aspect of the left ventricular assist device pocket, and the drive line; plastics consult state pet concerning for deeper substernal infection involving the outflow cannula, pocket, and driveline; the exposed sternum within the superior wound appears healthy on physical and radiographic exam, however will defer to cvs regarding need for sternectomy/debridement based on involvement of underlying hardware. In regard to wound coverage, the inferior wound with exposed driveline could be addressed with an omental flap and stsg, and the superior wound could be addressed with bilateral pec advancement flap should sternectomy be performed; however, given the involvement of lvad hardware, coverage with vascularized tissue may not address and alleviate the infectious process; chlorpicrin mist started to reduce bacterial bioburden. Patient was taken back to or on (B)(6) 2016 for wound debridement, wound vac application, and connection of abdominal driveline wound and sternal wound to become one wound; purulent drainage found. Discharged to home on (B)(6) 2016 on cefazolin 2 grams q 8 hours IV; wound culture done on (B)(6) 2016 showing staph aureus. Patient was readmitted on (B)(6) 2016 for fever on (B)(6) 2016 of 100.9, achiness, and vomiting; CT of chest and abdomen showed soft tissue superior to the lvad drive line insertion site without definite drainable fluid collection, likely granulation tissue; cardiac support devices and support lines as above support lines as above; trace pericardial effusion; small hiatal hernia; trace left pleural fluid; no focal airspace consolidation. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Driveline cable hw24258 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw24258; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.